Event description:
It was reported that during a ptca procedure, the balloon catheter had been used successfully for dilation and removed. During advancement of the balloon catheter to the second time, the shaft broke and was removed from the patient without incident. No patient injuries or complications occurred.